Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 7x45 destination slender device would not insert into the patient. There was no complications. The product was not used. Additional information was received 06 december 2019: the procedure was a left leg angioplasty. The issue was resolved with the second sheath opened, same size and brand. Destination insertion difficulty was relating to sheath tip insertion into patient. The patient condition was stable

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. H6 - results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon dimension testing of the returned sample. One 45 cm 7fr destination sheath and dilator were received for product evaluation. Visual inspection revealed that the sheath had damage at the tip of the sheath. The sheath tip was observed under microscope and the tip of the sheath was partially collapsed. The dilator was viewed under microscope and there were dents on the tip. The dilator tip was viewed under microscope and confirmed to be damaged. The sheath outer diameter measured at 0.1218 inches which is within manufacturer specifications. The dilator outer diameter measured at 0.0970 inches which is within manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the inadvertent exposure of the tip of hard surfaces before use can lead to the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.